Event description:
Plaintiff alleges that as a direct and proximate result of exposure to latex-containing gloves, plaintiff has suffered physical injury and damage and type-I latex allergy. In addition, plaintiff alleges pain and suffering, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent. Plaintiff's spouse alleges loss of consortium.